Manufacturer narrative:
Philips sent the customer a new ac power module which resolved the reported issue.

Event description:
The customer reported that the ac power module for this unit failed and that there was no power to the unit.